Event description:
It was reported that the patient had his artificial urinary sphincter cuff component removed on an unknown date for unknown reasons. A new artificial urinary sphincter 5.5 cm cuff component was implanted on (B)(6) 2018.